Event description:
It was reported that the insulin pump was damaged by the battery compartment and scratched on the display screen. The insulin pump had not been dropped or bumped. The blood glucose reading was 105 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with minor scratched display window, cracked case at display window corners, cracked display window at botton right side corner, cracked reservoir tube lip and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.